Event description:
A customer from (B)(6) reported to biomérieux a misidentification of the reference strain, streptococcus pneumoniae atcc 49617, in association with the vitek® 2 gp test kit. Initial testing with the gp card identified kocuria rosea. The strain was cultured on columbia agar with nalidic acid. The strain gave positive agglutination with dryspot pneumo (oxoid). Biomérieux advised the customer to culture the strain on columbia agar with 5% sheep blood, or trypcase soy agar (tsa) with sheep blood. The customer retested using chocolate agar and columbia agar with 5% horse blood, resulting in identifications of dermacoccus nishinomlyaensis/kytococcus sedentarius (99%) and streptococcus pluranimalium (97%), respectively. The result for the strain obtained on maldi bruker was streptococcus pneumoniae. There was no patient involvement as this was a reference strain. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification that a customer in russia contacted biomérieux to report a misidentification of streptococcus pneumoniae atcc® 49619¿ in association with the vitek® 2 gp ID test kit. The customer did not submit their atcc® strain for testing but did provide raw data for analysis. Biomérieux investigation was conducted. The internal streptococcus pneumoniae atcc® 49619¿ strain was sub-cultured to remel tsab media and testing included gp ID cards from the customer lot and a random lot, in duplicate, in addition to vitek® ms testing. All four vitek® 2 gp ID cards tested, as well as the vitek® ms, resulted in the expected identification of streptococcus pneumoniae. Evaluation of the manufacturing batch records for gp ID lot# 2420200103 indicated the lot met final qc release criteria. No ncmr was written against this lot. Ncmrs were reviewed for the last 13 months ((B)(6) 2017- (B)(6) 2017). No ncmrs were written for any gp ID product. The investigation concluded the vitek® 2 gp ID cards are performing as expected for this qc isolate.

Event description:
A customer from russia reported to biomérieux a misidentification of the reference strain, streptococcus pneumoniae atcc 49617, in association with the vitek® 2 gp test kit. Initial testing with the gp card identified kocuria rosea. The strain was cultured on columbia agar with nalidic acid. The strain gave positive agglutination with dryspot pneumo (oxoid). Biomérieux advised the customer to culture the strain on columbia agar with 5% sheep blood, or trypcase soy agar (tsa) with sheep blood. The customer retested using chocolate agar and columbia agar with 5% horse blood, resulting in identifications of dermacoccus nishinomlyaensis/kytococcus sedentarius (99%) and streptococcus pluranimalum (97%), respectively. The result for the strain obtained on maldi bruker was streptococcus pneumoniae. There was no patient involvement as this was a reference strain. A biomérieux internal investigation will be initiated.